Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and prolapsed leaflet. A mitraclip xtw was inserted and advanced to the mitral valve. However, the clip became caught in chordae. Troubleshooting was performed and the clip was freed from the chordae without causing damage. However, after freeing the clip from chordae, it was observed that one gripper was not functioning as intended. Therefore, the clip was removed and replaced. Two mitraclips were then inserted and deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
In this case, the returned device analysis confirmed the reported difficult to open or close associated with single gripper actuation issue. It was identified that the gripper line (non-tactile marker) was broken. The reported difficult or delayed positioning ¿ anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and while the reported single gripper actuation issue appears to be related to the gripper line break, a cause for how the gripper line broke could not be determined. Additionally, a cause for the reported difficult or delayed positioning associated with the clip interacting with anatomy cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.